Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the reporter, on approximately on (B)(6) 2025, the pediatric patient experienced a skin reaction with itching, and pain, under entire patch area. The patient developed a contact allergy to colophony substances, and irganox 3052 in the adhesive. The allergies were confirmed by test. The patient would have been treated with local (understood as topical), unspecified cortisone products. No photo was provided. There was no documentation of further medical intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.